Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Product event summary: the device was returned and analyzed. A high current drain condition was found during device analysis. Electrical analysis revealed the cause of the high current drain was current leakage in the battery filter capacitors.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the u.s., however, it is similar to a device marketed in the u.s. (B)(4).

Event description:
It was reported that the device had unexpected longevity and reached recommended replacement time in less than 3.5 years. Premature battery depletion was suspected. The device was explanted and was replaced. No patient complications have been reported as a result of this event.